Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post-implant the patient attempted to pull-start their lawn mower and high thresholds on the right ventricular (rv) lead were then observed at follow-up. It was determined that the lead had dislodged and a revision was performed. The lead remains in use. No patient complications have been reported as a result of this event.